Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient fell, fracturing pelvis and moving the acetabular implants superiorly and posteriorly, as per x-ray photos.

Manufacturer narrative:
An event regarding periprosthetic fracture and loosening involving a trident shell was reported. The event was not confirmed. Product evaluation and results: not performed as the device was not returned. A review of the x-rays provided stated the following: patient reportedly fell sustaining a periprosthetic fracture with loosening a nd change of position of the component indicative of loss of fixation. X-rays were provided which document a n apparently well fixed cup in one series of x-rays and a displaced cup presumably post fracture and fall however the x-rays are not dated. The event of periprosthetic fracture right tha with loss of acetabular fixation cannot be confirmed as insufficient information has been received for review. A review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. There were no other events for the lot provided. The medical review concluded: the event of periprosthetic fracture right tha with loss of acetabular fixation cannot be confirmed as insufficient information has been received for review. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pathology reports, complete pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient fell, fracturing pelvis and moving the acetabular implants superiorly and posteriorly, as per x-ray photos.